Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump had a crack on the keypad and battery compartment and experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose value was 100 mg/dl. The customer received treatment from emergency medical service and was hospitalized. The event involved product mmt-332a, unomedical, unk_sensor, mmt-1884. Troubleshooting was performed for damage and partially performed for hyperglycemia. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-332a, unomedical, unk_sensor, mmt-1884.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was received with cracked keypad overlay at the select button, cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, peeling/stained serial number label and pillowing keypad overlay. The pump was received with a depleted procell constant alkaline battery installed. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. Found a usertimedatechange in the pump history file. (B)(6) 2025 04:43:47.000 usertimedatechange (3) systemtime = (B)(6) 2025 04:43:47.000, newsystemtime: (B)(6) 2025 13:32:47.000. Unable to perform the pump history review on (B)(6) 2025 to (B)(6) 2025 due to no data available. Perform the history review on the event date (B)(6) 2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs (hyperglycemia). Cosmetic damage confirmed at the front of the pump (cracked keypad overlay at the select button). Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.